Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient's battery is exhibiting battery passivation. As the passivation indicator can be cleared, no product will be explanted or revised at this time. Follow up on the patient found no further issues reported.